Manufacturer narrative:
Investigation: volume of anticoagulant (ac) infused to the donor is 255 ml. Per the physician,the recommendation was made to the donor to never donate again as being considered allergic to citrate. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Transient hypocalcemia associated with apheresis is usually well tolerated. Symptoms often show as paraesthesia (tingling) but patients may also experience unusual taste, nausea, lightheadedness, shivering, and tremors. Severe hypocalcemia may also cause muscle contractions and can progress to tetany and seizures if hypocalcemia escalates and is not corrected. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported a healthy donor was undergoing a collection procedure on a spectraoptia device when they had a reaction. Approximately after 15 minutes into the procedure,the donor complained of feeling of 'entangled body' with hard abdomen. Per the customer during first return cycle, the donor complained of slight dizziness and approximately after 55 minutes, the procedure was suspended completely due to the worsening of the donor's symptoms. Per physician's order, the donor is transferred to the emergency department where an electrocardiogram (EKG) was conducted and magnesium 2.2 (mg) and other fluids were administered to the donor intravenously. Per the customer, the donor is reported to be 'recovered' and discharged. The spectra optia disposable set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to a alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.10 and correctedinformation .investigation: a review of the device history record (DHR) for this unit showed no irregularitiesduring manufacturing that were relevant to this issue.the run data file (rdf) was analyzed for this event. Review of the run data file showed thatthere were no events (alerts, adjustments, changes in pump speed, etc.) During the run thatcould have caused the reported ac reaction. Analysis showed this procedure remained well withinthe safety box limits. The ac infusion rate was at 0.95 ml/min/l tbv during the platelet collectionand was lowered to 0.32 when the ac down button was pressed. The procedure was ended at51 minutes with normal rinseback. The total amount of ac reported by the device was 250 mlwith 198 mls to the donor, 38 mls in the platelet product and the remaining 14 mls in the kit.root cause: a definitive root cause for the donor's reaction could not be determined. Possiblecauses for the alleged citrate reaction include, but are not limited to the ac management duringthe procedure and/or the donor's sensitivity to anticoagulant.